Event description:
The manufacturer received information from a service center that a ventilator inoperative error code occurred regarding a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a philips engineer. During the evaluation an error code in relation to (machine flow sensor drift above the specification (>0.2lpm) was recorded the device event log. In conclusion the device machine flow sensor and system board were replaced to address the issue. The device passed all testing. Additionally, the muffler assembly and air inlet foam filter were replaced as a part of preventative maintenance.